Event description:
The (B)(6) call center received a report the patient was hospitalized due to peritonitis. The patient used the uv transfer-set, uv yume-set, homechoice plus, and clean flash. This is a spontaneous consumer report from (B)(6) of peritonitis in a female patient coincident with dianeal unknown therapy. On an unknown date, she began dianeal unknown therapy. On (B)(6) 2011, she contacted baxter (B)(6) technical service center and stated that she had been hospitalized due to peritonitis. Follow-up information was made by a physician on (B)(6) 2011. The patient was in her 60's. Medical history included hypertension and systemic lupus erythematosus. In (B)(6) 2007, she began dianeal-n pd-4 1.5%, 2.5% and extraneal therapies. A course of antibiotics including cefamezin was prescribed for the event. The event was resolving and pd therapy was continued unchanged. The physician believed that the event was not related to pd therapy. The event was caused by touch contamination. The peritonitis was unrelated to the baxter solutions or products.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.